Manufacturer narrative:
This report is submitted on june 1, 2020.

Event description:
Per the surgeon, the patient experienced a loss of implant osseointegration on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.